Manufacturer narrative:
Weight and ethnicity: unknown / not provided. (B)(4). Device evaluation: the review of the device history record (DHR) for femtosecond laser system showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. Based on the investigation results there is no indication of a product quality deficiency. Johnson & johnson surgical vision will continue to monitor this type of complaints. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2022 and the flap of the left eye (os) resulted in a partial flap that could not be lifted and was too sticky. Patient reported being dissatisfied. It was stated that the patient had no loss of best corrected visual acuity (bcva). Patient reported symptoms are interfering with daily activities. On (B)(6) 2022, photorefractive keratectomy (prk) was performed successfully on (B)(6) 2022. Patient is doing very well.